Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This device is supplied sterile but device history record review cannot be performed as the lot number is unknown. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a female patient had an achilles speedbridge implanted a year ago. ((B)(6) 2016). For the last year the patient had persistent problems with infection at the surgery site. Revision surgery was done on (B)(6) 2017 to remove the swivelock anchors and fibertape and treat the infection. No pus seen but tissue around achilles was very fibrotic. Proximal lateral swivelock removed easily as there was lysis around the anchor. The other 3 were difficult to remove as they had started to re-absorb and so were soft. The tissue swabs were sent to microbiology. Follow-up investigation: surgeon informed sales rep that the issue is a standard surgical site infection and not related to the implants. The implants are not available to be returned as they were not kept at time of surgery. The anchor affected by infection was removed along with the fibertape. No implants were inserted following the revision.